Event description:
A 3.0 mm x 15mm sprinter rx dilatation balloon catheter was used to predilate an ostial lesion. The lesion morphology is unk. It was reported that the balloon was advanced to the intended lesion site. It was reported upon the first inflation of the balloon, the balloon ruptured at a pressure of 8-10 atmospheres. The balloon was successfully removed from the pt as one unit. It is unk how the case was completed. Medtronic has received the device and its analysis is pending. No add'l sequelae were reported and the pt is reported to be fine.

Manufacturer narrative:
Conclusion: lack of info (vessel morphology are unk, pending device evaluation).